Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage and off no power alarm. Customer's blood glucose at time of incident was 170 mg/dl. Customer stated that has accidentally entered the shower with the pump and gotten wet. Customer was unable to unable to turn the pump on. Customer stated that the pump is out of use and without a battery for 3 days. Customer was advised to retry inserting a new battery and pump is unresponsive and replacement pump was delivered.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics and motor assembly noted. Unable to confirm off no power anomaly and unable to perform any tests due to blank display. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.